Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital, and was experiencing high blood glucose levels. The wife reported that the doctor requested a replacement insulin pump. Unable to discuss the matter further due to no hippa consent on file. Nothing further was reported.